Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported she was experiencing high blood glucose when she woke up. Customer stated the device had a time and date alarm and was unable to clear alarm. Customer's blood glucose was 300 mg/dl. Customer stated the last alarm on the device was battery out limit. Customer states, the device alarmed after battery change. Customer stated the batteries were out of the device greater than the duration allowed by the device. Issue was resolved and customer will monitor the device. Customer also reported because of issue blood glucose went up to 480 mg/dl. Customer wanted to change the alert type. No further information reported.